Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity. It was also noted that the left ventricular (lv) lead had high thresholds. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).